Event description:
Pt stated that after using gelclair a couple of times, she experienced a burning sensation in her mouth. Pt states that she followed directions for usage exactly as indicated and prescribed.